Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (50 mg/ml at 11.009 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 25-sep-2019 the hcp reported that it was confirmed that the catheter had dislodged. The hcp did not know when the event happened. The doctor was going to be doing a catheter revision on monday ((B)(6) 2019). No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-sep-2019 from the healthcare professional (hcp) who reported that the catheter was disconnected from the pump and pump replacement was planned. No further complications were reported/anticipated.